Manufacturer narrative:
This MDR is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in MDR reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the ptfe (polytetrafluoroethylene) coating had been scraped/peeled off, likely from the torque device which was not returned. The observed scraped ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be use related. Information available indicated that the guidewire was confirmed to be in good condition prior to use. Based on analysis results and the information available, an assignable cause of user error/failure to follow instructions was assigned to this investigation.

Event description:
Analysis of the device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled from its proximal end. There was no reported clinical consequence to the patient.